Manufacturer narrative:
(B)(4). Lot numbers: device 1: 1104200503; device 2: 1012152217; device 3: 1012152242. Device manufacture date: device 1: 20 april 2011; devices 2 and 3: 15 december 2010. Method: three complaint mr290 chambers were returned to fisher & paykel healthcare (B)(4) and they were visually inspected. Results: visual inspection revealed that the chamber dome of complaint device 1 was pulled out of the base below one of the chamber ports, and a crack was found on the dome at the other chamber port. The chamber dome of complaint device 2 was pulled out of the base below one of the chamber ports, and the chamber base was found to be dented. There was also a hole melted into the chamber dome and the secondary float of complaint device 2. The chamber dome of complaint device 3 was found have cracked near the base below one of the chamber ports, and the chamber base was found to be damaged next to the dome cracks. (B)(4). Conclusion: the hospital reported that the subject mr290v chamber was used with a sipap ventilator. This type of ventilator is capable of producing pressures in excess of 80cmh2o. The integrity of the chamber can be affected when pressures exceed 80cmh2o. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. The chamber would have met the required specification at the time of production. This suggests the chamber was damaged post production. Our user instructions that accompany the mr290 state the following: -"use of the mr290 above the maximum operating pressure [8kpa (~80cmh2o)] may lead to cracking, water leakage and, on rare occasions could lead to a loss of ventilation pressure". "Set appropriate ventilator alarms". "Perform a pressure and leak test on the breathing system and check for occlusion before connecting to a patient". (B)(4).

Event description:
A hospital in (B)(6) reported that three mr290 autofeed humidification chambers started leaking water from the chamber base during patient use. No patient consequence was reported.